Event description:
A 7 mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a patient for the treatment of a left subciavian artery lesion. The vessel was not tortuous or calcified and the percentage of the stenosis was unknown. The lesion was pre-dilated with an unknown size balloon. It was reported that the stent would not cross the lesion and when the physician pulled it back to remove it from the patient it came off the balloon. The stent was removed from the patient with the use of a snare and pulling it back into the sheath. The case was aborted. No additional clinical sequelae were reported. The delivery system was not returned to medtronic.